Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient with diabetes (pwd) stated that an infusion set was inserted; however, blood glucose continued to rise after insertion. Upon removing the infusion set, insulin was observed pooling on the skin at the infusion site. A current blood glucose level of 391 mg/dl was reported, along with symptoms of thirst and denied the need for emergency services. The event occurred while in use with patient and there was no patient injury.